Manufacturer narrative:
Additional information provided in h.6. And h.10. The service request was opened february 18, 2020. However, no communication is received and the sr is currently on hold amidst the covid-19 situation. This investigation is being carried out using the available information. The system was manufactured on november 18, 2010. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the illuminator ports were out. Additional information has been requested.